Event description:
During evaluation of a returned half day infusor it was found that the reservoir had separated from the set-cap post within the housing of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): this lot was manufactured from march 3, 2014 ¿ march 4, 2014 evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. This is an ancillary investigation event. During visual inspection the reservoir was observed to be separated from the set-cap post within the housing of the device. The cause of the problem could not be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.